Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique and subsequently acquired bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The bacterial peritonitis was manifested by a cloudy bag. The patient was treated with vancomycin 1 gm twice a week (route and duration not reported) for peritonitis. On an unknown date, the patient was retrained on proper aseptic technique. The patient was recovering from the peritonitis event. Dianeal therapies were ongoing. No additional information is available.